Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the closed twist clamp. The event was described as "during the disconnection, it was observed that peritoneal fluid leaking even though the transfer line was closed". This occurred ¿without opening the transfer line¿. The issue was identified during the use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter first name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter address: (B)(6). (Previously submitted as ni). Correction made to e1: initial reporter city: (B)(6). (Previously submitted as ni). Correction made to e1: initial reporter phone no.: (B)(6). (Previously submitted as ni). Correction made to e1: initial reporter e-mail: (B)(6). (Previously submitted as ni). Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.